Event description:
It was reported on 15aug2022, the juncture hub was found cracked during used on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly and a compression cap for investigation. Signs of use in the form of biological material were observed. Visual inspection of the compression cap confirmed there was a crack present in the molding seam. Previous evaluation of this failure mode has been conducted by the supplier. Several factors at the supplier manufacturing site were evaluated and there was no confirmed root cause related to the compression fitting manufacturing processes. R & d and design engineers were contacted regarding this defect. Since the compression fitting was cracking along its weakest point, the molding line, it is likely that overtightening caused the compression fitting to crack. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The complaint of a damaged compression cap was confirmed by a complaint investigation of the returned sample. The cap had a crack along its molding seam. Based on the sample returned, the customer description that the damage occurred during use, and feedback from r & d engineers, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on (B)(6) 2022, the juncture hub was found cracked during used on the patient. No medical intervention was needed, and the current patient's condition is fine.